Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.